Manufacturer narrative:
(B)(4). Visual examination and functional leak testing were performed on the device. This issue was investigated through corrective and preventative action (CAPA). As a result, corrective maintenance of the machines was implemented.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the actual sample was returned for evaluation. During evaluation the leak condition was confirmed at the port tube seal. The cause was determined to be a manufacturing issue. If additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a 3 liter eva bag had leaked. There was no patient involvement. No additional information is available.